Event description:
It was reported that prior to an unknown procedure, the stent was loose. When the liberte monorail stent delivery system was unpackaged, the stent was found to have moved off the balloon and onto the catheter. There was no pt contact with the device. Another of the same device was successfully used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "ok".